Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During the procedure, an aortic extender component was placed proximally to extend coverage of the trunk ipsilateral leg component. It was reported that the aortic extender component was deployed too proximally; resulting in partial coverage of the right renal artery. The procedure was completed without additional treatment as blood flow to the right renal artery was observed. The patient tolerated the procedure.